Event description:
During a rotator cuff repair utilizing the healicoil rsb, it was reported that the anchor broke in the patient and had to be removed before proceeding. The case completed with new anchors (5.5 twin fix and 6.5 twin fix). The broken pieces were removed with a tissue grasper. A new hole was prepared and it is presumed that the first hole was left empty with no product. Patient had fairly hard bone. The site prep was minimal: shaving and rf wand and a driver was used. A back up device was available to complete the case.

Manufacturer narrative:
Device evaluation: one insertion device and a small piece of suture were returned. The insertion device that was returned for evaluation for the reported complaint mode, ¿broken anchor¿ is not for a healicoil rsb sa 5.5mm w/ 2 ub bl/bl. It can be inferred that it is associated with one of the two anchors that were subsequently used successfully in the case. Without the actual device complement, no investigation can be performed and we are unable to determine what may have caused the user to experience the reported incident. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues, which could have contributed to the nature of the complaint. No root cause related to the manufacturer of the device can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
No product is being returned for device analysis. (B)(4).